Event description:
It was reported that this was a venotomy closure of the left common femoral vein using the pre-close technique via a 14f sheath hole prior to a cardiac ablation interventional procedure. Reportedly, during removal of the prostyle devices, there was resistance when attempting to re-insert the guide wire into the guide wire exit port even after switching to a stiffer wire. It was noted that the black sheath portion of the devices were kinked which the physician stated was due to the patient¿s tortuous blood vessel. This occurred with four prostyle devices. The cardiac ablation procedure was completed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported difficulty to insert and kinked sheath/guide appear to be related to challenging anatomical conditions. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.